Manufacturer narrative:
After further review, it was determined that the report of 4 leaking piccs was not an additional complaint, but rather the customer stating they had samples to return for complaints they had previously reported. Events were previously capture in manufacturer report numbers: 3006260740-2024-03406, 3006260740-2024-03538, 3006260740-2024-03410, and 3006260740-2024-03685.

Event description:
It was reported additional 4fr piccs that have the issue of splitting. No other information was provided. It was reported this occurred with four devices. This report addresses all four events.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.